Event description:
During an implant procedure, r wave amplitude variation was observed on the right ventricular (rv) lead. The right ventricular lead was attempted to be repositioned, but the helix failed to extend or retract. As a result, the right ventricular lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed, while the reported event of a sensing problem was not confirmed. As received a complete lead was returned in one piece for analysis. Visual examination revealed the helix to be retracted and clogged with blood/tissue. Upon x-ray examination, the inner coil inside the connector region was revealed to be over torqued. After cleaning, the helix could be extended and retracted when torque was applied to the inner coil. The full helix extension length was measured within specifications. The cause of the reported event of the helix mechanism issue was isolated to the helix clogged with blood/tissue and the over torqued inner coil, which is consistent with procedural damage. Electrical testing did not reveal any indication of conductor fractures or internal shorts. No other anomalies were noted on the lead body.